Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use leakage occurred at the connection site with an unspecified bd syringe. The following information was provided by the initial reporter: customer encountered fill resistance when attempting to load cartridge. Customer removed needle from cartridge, reinserted, and was then able to fill cartridge but reported insulin leaking at point where needle connects to syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use leakage occurred at the connection site with an unspecified bd syringe. The following information was provided by the initial reporter: customer encountered fill resistance when attempting to load cartridge. Customer removed needle from cartridge, reinserted, and was then able to fill cartridge but reported insulin leaking at point where needle connects to syringe.